Event description:
The patient's friend reported that the patient is having problems with the pacemaker, and that the patient thinks there is "something maybe with the leads or pacemaker that causes numbness in [patient's] arms." The patient has not been seen by clinic for the past two years. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.